Event description:
It was reported that the device had a damaged downstream occlusion (dso) seal and a scratched lens. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the customer reported issue was damaged dso (downstream occlusion), lcd lens scratched. The customer reported issue of lcd lens was able to be replicated through visual inspection along with dso delamination. The cause of the reported issue is normal wear and tear. The reported issue was resolved by replacing the lcd lens and dso seal. Performed dso/uso (upstream occlusion) sensor calibration. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.